Manufacturer narrative:
The field service representative (fsr) inspected the suspect unit at the user facility and could not find any leaks in the unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. The device was not changed out, as the user finished the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.